Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Multiple fast nst recordings detected starting (B)(6) 2026 showing lead noise. Impedance reporting normal ranges but slight drop in shock impedance. Recommended evaluation of lead. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.